Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and underwent friction testing using a screening aid to manually rotate the camera instrument adapter and assess for abnormal resistance. During testing, the adapter did not rotate smoothly and audible noise was present, confirming binding. Further evaluation identified a defect in the camera instrument adapter; upon removal from the endoscope housing, the aea shaft bearing was found to be contributing to the friction. Additional observations not reported by the site included minor cuts to the cable insulation located in zone b (middle third) of the endoscope cable, which are typically attributed to user handling during use or reprocessing. Cosmetic damage was also noted, including discoloration of the cable integrated connector housing. Moreover, mechanical damage was observed on the cable integrated connector paddleboard at the proximal end, including scratch marks, indentations, and/or broken or missing pieces. The complaint was confirmed by failure analysis. The probable root cause of binding on adapter is attributed to component susceptibility to increased friction. The probable root cause of minor cuts on cable insulation is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause of mechanical damage on paddleboard is attributed to the use, such as improper reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was inverted and that when the endoscope was rotated up or down, it did not rotate completely. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system event logs and found no system failures. The tse advised the customer to remove the endoscope from the arm and reinstall it, but the problem persisted. The surgeon decided to remove the endoscope from the arm, undock the arm that held the endoscope, and then dock and install the endoscope again, after which the problem was resolved. The tse advised the customer that this problem is related to the endoscope pulleys locking up and that this problem occurs when turning. Therefore, it was recommended to replace the endoscope with a backup and return the endoscope for evaluation. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after undocking and redocking the arm holding the endoscope. The issue could be resolved by replacing the endoscope. The endoscope involved in this complaint has not been received and/or tested by failure analysis. If the product is received and evaluated, a supplemental MDR will be submitted. No site visit was conducted. The system was working properly. The probable root cause is attributed to a defective endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) investigation revealed this problem is related to the endoscope pulleys locking up and that this problem occurs when turning.